Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown 4.5mm cortex screw which pulled out of the bone. (Therapy date): implanted approximately 6 weeks ago ((B)(6) 2017); exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a right humerus fracture approximately 6 weeks ago ((B)(6) 2017) with a plate and screw construct. Patient had a follow up visit on an unknown date and x-rays showed a non-union. One (1) 4.5mm cortex screw was noted as broken; one (1) 4.0mm locking screw was noted as broken, one (1) 4.5mm cortex screw had pulled out of the bone and the 4.5mm narrow lcp plate pulled out of the bone. Patient underwent revision surgery on (B)(6) 2017. The heads of both the 4.5mm cortex screw and 4.0mm locking screw had broken off and were removed during revision surgery. The shafts of both broken screws remained in the bone. The surgeon did not attempt retrieval of the screw shafts in the bone. All other hardware was removed and patient was revised to another plate and screw construct. There was no surgical delay and routine intraoperative x-rays were taken. The procedure was completed successfully and the patient was reported to be stable. There are three devices involved in this complaint. Concomitant devices reported: 4.5mm narrow lcp plate (part # 224.611, lot # unknown, qty. 1). This report is for one (1) unknown 4.5mm cortex screw which pulled out of the bone.. This is report 2 of 3 for complaint (B)(4).